Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose and sensor issues. The customer¿s blood glucose level was 35mg/dl at the time of the incident. The customer declined to trouble shoot for low blood glucose levels. The customer states experiencing itching from the sensor tape due to dry skin. The customer states pump keeps asking to calibrate when they have already done so. The insulin pump is not being replaced and is not expected to return for analysis. No further details are given.